Event description:
The customer obtained multiple non-reproducible phyt quality control results using a vitros 3250 chemistry system: non-vitros control level I. Vitros phyt result = 69.9, 69.8, 65.6, 66.4, 65.05 umol/l versus expected 49.0 umol/l non-vitros control level ii. Vitros phyt result = 132.8, 123.9 umol/l versus expected 101.9 umol/l. Vitros qc level I, lot n2763. Vitros phyt result= 64.2, 58.7, 60.6 umol/l versus expected 49.9 umol/l. Vitros qc level I, lot r2414. Vitros phyt result= 40.3 umol/l versus expected 30.9 umol/l. Vitros qc level ii, lot t2415. Vitros phyt result= 70.0 umol/l versus expected 57.8 umol/l. Vitros qc level iii, lot u2416. Vitros phyt result= 129.1, 65.3, 151.3, 157.2, 141.0, 58.6, 77.2, 64.5 umol/l versus expected 102.2 umol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected and no allegation of patient harm as a cause of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible vitros phyt results were obtained from multiple lots of qc fluid run on a vitros 350 chemistry system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, dgxn and phyt precision tests were outside of acceptable guidelines. An ocd field engineer performed service actions to several analyzer subsystems to return the vitros 350 to expected performance. Following these action, acceptable vitros phyt precision was observed. There was no evidence to suggest that a reagent related issue contributed to the event. The investigation determined that the assignable cause of this event was instrument related.